Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, medical record was provided for review. The medical records allege that, patient presented with the complaints of malfunctioning sq port. She had the same sq port for twelve years, placed via a subclavian route. This has been used for gamma globulin infusions. It has clotted off and has been able to be reopened and needs this replaced. Next day, patient underwent replacement of subcutaneous injection port on the right side due to clotting of existing port and new port was implanted. The old catheter was removed. It can be confirmed that the patient experienced clotting. However, the relationship to the port is unknown. Therefore, the investigation is confirmed for the reported obstruction of flow issue. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime later port placement procedure, the port was clogged and malfunctioned due to age. Reportedly, the defective port was removed. There was no reported patient injury.